Event description:
It was reported that a request was made to have data from this subcutaneous implantable cardioverter defibrillator (s-ICD) analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended within a 60 day timeframe. This device remains in service. No adverse patient effects were reported. This product is part of the emblem s-ICD premature depletion update 12/03/20 advisory population.

Event description:
It was reported that a request was made to have data from this subcutaneous implantable cardioverter defibrillator (s-ICD) analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended within a 60 day timeframe. This device remains in service. No adverse patient effects were reported. This product is part of the emblem s-ICD premature depletion update (B)(6) 2020 advisory population. It was reported that device replacement had been scheduled, however, was postponed for unknown reasons. It is unknown if replacement has been rescheduled at this time. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that a request was made to have data from this subcutaneous implantable cardioverter defibrillator (s-ICD) analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended within a 60 day timeframe. This device remains in service. No adverse patient effects were reported. This product is part of the emblem s-ICD premature depletion update 12/03/20 advisory population. It was reported that device replacement had been scheduled, however, was postponed for unknown reasons. It is unknown if replacement has been rescheduled at this time. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. It was reported that he device was received and analysis was completed.

Event description:
It was reported that a request was made to have data from this subcutaneous implantable cardioverter defibrillator (s-ICD) analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended within a 60 day timeframe. This device remains in service. No adverse patient effects were reported. This product is part of the emblem s-ICD premature depletion update 12/03/20 advisory population. It was reported that device replacement had been scheduled, however, was postponed for unknown reasons. It is unknown if replacement has been rescheduled at this time. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.